Event description:
It was reported during a visit that the capture threshold had increased and the sensing decreased. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.